Manufacturer narrative:
The reported events of noise, low pacing impedance and insulation breach were confirmed. A full lead was returned in one piece for analysis. Electrical tests found an internal short. Further testing found inner insulation abrasion due to external forces at 51.6cm, 51.7cm, 52.5cm, 52.6cm to 52.8cm, 52.9cm to 53.1cm, 53.3cm and 53.4cm from the connector pin. The internal short was due to inner insulation abrasion from external forces and led to the reported events of noise, low pacing impedance and insulation abrasion. No other anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-40241 related manufacturer reference numbers: 2017865-2021-40243 new information received notes that the pacemaker (pm) is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. During right ventricular (rv) lead revision procedure, it was found that the atrial lead failed to be disconnected from the pm header. The atrial lead was pulled out from the pm header eventually. The pm and the rv lead was explanted and replaced. The atrial lead was used with the new generator and remained implanted. There were no patient consequences.

Manufacturer narrative:
Should have been 2017865-2021-40253 rather than 2017865-2021-40241.

Event description:
Related manufacturer reference numbers: 2017865-2021-40253. Related manufacturer reference numbers: 2017865-2021-40243. New information received notes that the pacemaker (pm) is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. During right ventricular (rv) lead revision procedure, it was found that the atrial lead failed to be disconnected from the pm header. The atrial lead was pulled out from the pm header eventually. The pm and the rv lead was explanted and replaced. The atrial lead was used with the new generator and remained implanted. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise reversion, low pacing impedance. It was suspected that the rv lead had insulation abrasion or breach. It was also noted that the patient experienced pocket stimulation. There were no interventions. Patient condition was unknown.